Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that as part of a review of subcutaneous implantable cardioverter defibrillator (sicd) latitude data for research and design-related activities, boston scientific engineers reviewed the device diagnostic data in the latitude nxt remote patient monitoring system database. This study was initiated to evaluate the potential for sicd devices to enter an unexpected state following an unsuccessful interrogation. If the device enters the unexpected state, the state persists until a telemetry session is established or a device reset occurs. While in this state, the device's processing of sensed events may be delayed, resulting in inaccurate rr interval measurements and the potential for functional undersensing. It was reported in a review of stored data that this device entered into an unexpected state for 14.09 days. During this time, an internal measurement confirmed that the device consumed higher than normal current which impacted the device longevity by 42.68 days. At the time of the event, the device continued to meet longevity expectations. It was suspected that the device sensing was disrupted for the duration of this event. No functional undersensing was observed.